Event description:
It was reported that the right atrial (ra) had no sensing. It was believed that the cause of this was due to dislodgement of the ra lead. The patient was asymptomatic. The ra lead was capped, and a new ra lead was successfully implanted on 07 dec 2023. The patient was stable throughout the procedure. Further information was requested but not received.